Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had had experienced high blood glucose and compromised force sensor system alarm. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer treated with bolus. Their current blood glucose level was 159 mg/dl. The customer was reported that the alarm occurred during the rewind or prime sequence. They were stuck with the fill tubing process. The insulin pump will be returned for analysis.